Event description:
It was reported by the customer that a pyxis medstation es system orders were not listed in the patient profile. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by configuration issue. A technical support specialist checked the station. The facility was in the central time zone on the server. Changing the facility's time zone on the server resolved the issue. Serial number, UDI and manufacturer date were kept blank and requested technical support specialist for the affected device serial number and will update when the information is available. The system functioned as intended after the technical support specialist troubleshooted the device.